Event description:
(B)(4).

Manufacturer narrative:
Attempts have been made to obtain the full serial number and thus far have been unsuccessful. A supplemental MDR will be created if the number is revealed. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a diagnostic data reset that was discovered during interrogation of the device and showed up as a warning. It was also reported that the device could not establish contact with the remote monitor during that time. After a clear data procedure the warning was gone and the device was able to communicate with the remote monitor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The serial number has been obtained. A supplemental MDR will be created if the number is revealed. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.